Event description:
A report was received that the patient felt the lead was pulling on the ipg whenever she bends her neck down causing excruciating pain. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. The ipg passed all the required tests, and it revealed no anomalies. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the battery was replaced as the per the physician's request, and the leads were not touched at all. Furthermore, the physician believed that the pocket pain was device related. The patient was doing well postoperatively.

Event description:
A report was received that the patient felt the lead was pulling on the ipg whenever she bends her neck down causing excruciating pain. The patient will undergo a revision procedure.

Event description:
A report was received that the patient felt the lead was pulling on the ipg whenever she bends her neck down causing excruciating pain. The patient will undergo a revision procedure.